Manufacturer narrative:
Company rep evaluated the unit. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported low gas readings from the beneview monitor, which may have affected pt monitoring. No pt injury was reported.